Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced intermittent muscle stimulation at high left ventricular outputs, regardless of lv vector. It was later reported the patient coded approximately ten months later and was externally rescued. "Clinicians had acknowledged that the device had appropriately detected the episode as a monitored vt, according to current programmed settings." Patient coded a 2nd time and clinicians decided to let her go. "Stored episodes show that the patient was in a monitored vt at the time that she coded the first time and an agonal vf rhythm the second time." Reported there is no associated product complaint or any allegation of association between patient death/injury and product performance. Cause of death has been requested and not received.